Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance in unipolar and bipolar configurations and noise. The noise was readily present with patient movements, and it caused inappropriate automatic mode switch episodes which made the patient symptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.